Event description:
It was reported via clinic notes that the patient's family believes the vns has stopped working. It was noted the patient's settings were changed and the patient was referred for generator replacement. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The patient's generator was replaced. No further relevant information has been received to date.